Manufacturer narrative:
Initial report ref. To natus complaint # (B)(4). No lot# information provided by the customer. Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system. Hazard 5.12 - stopcocks: broken, cracked/fractured luer fitting. Effect (harm): delay in patient treatment, csf leakage and over drainage of csf. Residual risk: medium. The hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. No associated capas. Further investigation to be carried out.

Event description:
Nt821731c - stopcock to clamp/ drain system broke off.

Event description:
Nt821731c - stopcock to clamp/ drain system broke off.

Manufacturer narrative:
Follow up report 001 ref. To natus complaint #(B)(4). Complaint history review/trend analysis: (24 months review and percent of sales) 30 previously confirmed "integ-broke in use" complaints within the past two years. (B)(4) nt821731c units sold within past two years. Failure rate = 0.08%. Root cause/failure investigation: this case had a drainage system with a damaged system stopcock, chamber stopcock, and spin luer. System stopcock was broken at the lever of the wall which is used to turn the stopcock into a closed or open position. A crack was found on the female luer of the chamber stopcock. The spin luer of the eds 3 was broken and the female luer of the collection bag had a crack. The breakage of the components indicates that the user turned the stopcock with a tool instead of by hand leading to excessive torque applied. Another possible indication could be that the client used aggressive cleaning agents that degrade the polycarbonate material. Failure mode: confirmed / stopcock breakage during use.